Event description:
It was reported that the patient was charging too often. After 4-5 hours it will only be charged to 50%, and after 7 hours it will then be charged 75% and the charging session will end. When they charge they have all 8 coupling boxes. They also noted that with the stimulation turned off the battery depleted from 100% to 0% after two days. It was further noted that the implantable neurostimulator recharger (insr) antenna gets ¿hotter than heck¿ while they are recharging but the patient has not seen a temperature screen or call hcp screen on the insr. There were no reported falls, traumas, or emi interference associated with the charging issues. The patient was going to discuss with their health care provider (hcp) about having a non-rechargeable battery implanted. No cause or interventions were reported however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l92788, implanted: (B)(6) 2001, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n313246, implanted:(B)(6) 2012, product type: adapter. Product ID: 7495-51, serial# (B)(4), implanted:(B)(6) 2001, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
Additional information received reported the patient met with their manufacturer representative and the manufacturer representative used the clinician programmer to interrogate the device. Results from the interrogation showed three charges of 1.4 hours each, all resulting in 100% charge and there were no instances where the battery was less than 50%. There were no recharge statistics indicating the patient had charged for 7 hours at a time. While at the appointment they charged for 25 minutes with all 8 coupling bars which matched the clinician programmer reported. All impedances were within normal limits. The patient noted they were unable to sit still to charge for long periods due to restless legs.